Event description:
Initial information received on (B)(6) 2011 from a physician via company medical representative. An approximately (B)(6) female patient with an unspecified medical history received 3 injections of poly-l-lactic acid (sculptra) 18 months ago (i.e around (B)(6) 2010) for unknown indication. Within an unspecified timeframe after injections, the patient presented with several nodules (or granuloma) in nasogenien groove and bitterness folds. Nodules measured from 3 mm to 10 mm. Some nodules were removed by surgery. Based on anatomopathological exam, some nodules were "as hard as iron." At the date of the contact, the patient was not recovered. No further information was provided. An associated ptc case was created under reference: (B)(4).